Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Address-line 1: (B)(6).

Event description:
On the (B)(6) 2022 the customer from (B)(6) reported a three-way valve leakage issue. Some of the slides were affected; the customer re-stained the slides manually. The fse inspected the instrument and replaced both the stopcock and syringe. The instrument was tested and repaired. The instrument was fully operational and available for the user. No harm or misdiagnosis was indicated.